Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. Thermal damaged was observed at the yaw pulley. Additional observation related to the customer reported complaint: the instrument was found to have thermal damage on the monopolar yaw pulley at the conductor cable routing. Material appears to have burnt off from the charring that occurred near the cable routing. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage.

Event description:
It was reported that during a da vinci-assisted adrenalectom surgical procedure, smoke came out the 8mm permanent cautery hook (pch) instrument. The smoke did not come from the tip of the hook itself, but more from the plastic. The instrument was immediately replaced with a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use as usual: visual inspection and all joints were rotated, and no damage or anything out of the ordinary was noticed. No damage to the instrument was noted after the smoke event and no arcing was observed. The cannula was inspected prior to use and a pin gauge was used to inspect the cannula in the sterile unit. The surgeon was dissecting tissue when the smoke event occurred and monopolar coag was the type of energy was activated. The instrument was connected properly and an erbe's diathermy on the robot stack was being used with setting of coag to 3 or 4. The instrument was in use for 10-20 minutes prior to the smoke event, and was being used along a maryland bipolar forceps instrument. The instrument's tips did not collide with any other instrument or tool during the procedure. There was smoke coming from the permanent cautery hook (pch) instrument, not the arc; the instrument tip(s) did not touch any staples, clips or sutures while energized and its jaws were not immersed in liquid but may have been contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon does not know what caused the smoke event but there was no injury to the patient and they have not returned to the hospital due to experiencing any post-surgical complications as a result of the smoke event. The instrument has already been returned to intuitive surgical inc. (Isi) for evaluation and there are photographic images of the device(s) or a video recording of the procedure available for isi review.